Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 308 mg/dl. Customer was bolusing when she received the alarm. Customer went on vacation with her father but does not think the pump was exposed to a strong magnetic field. Customer uses the sensor feature on the pump. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Caller stated that they are able to complete the rewind sequence. Caller mentioned that her daughter jumped into a pool with her pump on and got right back out. Pump was exposed to water. Insulin pump will need to be replaced. Caller was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.